Manufacturer narrative:
An event of calcification and regurgitation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 19mm trifecta gt valve and a 25mm epic stented porcine heart valve w/flexfit system were implanted as part of a double valve replacement. During follow up in (B)(6) 2019, no issues were observed on the echocardiogram. In (B)(6) 2020, aortic regurgitation was confirmed in echocardiogram. In addition, mild calcifications were also confirmed on both the trifecta gt valve and the epic valve by echocardiogram. Reoperation is planned to be performed on a later date. The patient was reported to be in stable condition. Additional information has been requested.